Event description:
The customer reported that the 9900 system would not boot up. No patient injury was reported.

Manufacturer narrative:
The manufacturer's service representative performed and on site investigation. The lemo receptor was replaced. The system was tested and operates as intended.